Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed low out of range shock impedance measurements. A few days later, the impedance measurement was within a normal range. A technical service consultant was contacted and recommended additional lead testing. The patient was scheduled for an office visit and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.